Manufacturer narrative:
Date sent to the FDA: 03/26/2008 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. At about one minute and forty seconds into therapy, the patient complained of feeling heat near her cervix. The physician removed the balloon and the balloon ruptured as it passed through the cervix. A second device was opened and used to successfully complete the procedure with no adverse patient consequences.